Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room for an unrelated event. It was also noted that the implantable cardioverter defibrillator misinterpreted ventricular tachycardia episodes and svt. The patient did not receive therapy for vt. No intervention was reported. The patient was stable.